Manufacturer narrative:
Concomitant product(s): vedr01 ipg, implanted: (B)(6)2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and was unable to capture. The lead was capped but not replaced. It was also reported that the right ventricular (rv) lead exhibited low impedance but remains in use. Both leads apparently occluded the vein per a venogram performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.